Event description:
It was reported that there was possible early battery depletion. It was also reported that the lv (left ventricular) threshold was increased. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 694765 implantable tachy lead, (B)(6) 2004; 5076-52 implantable pacing lead, (B)(6) 2004. (B)(4).